Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endotracheal intubation under general anesthesia, tracheal intubation joint and seal became loose. The patient was admitted due to cholecystolithiasis with acute cholecystitis and underwent laparoscopic cholecystectomy. The endotracheal intubation was re-fixed in time to establish an effective respiratory channel for the patient, and the operation was successfully completed. It was indicated that re intubation was required.